Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed as the patient started leaking again. A new artificial urinary sphincter 4.5 cm cuff was implanted and the desired result was achieved. No further surgery was necessary. Boston scientific has been unable to obtain additional information regarding the circumstances.